Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that atrial lead exhibited intermittent capture and undersensing. A chest x-ray confirmed that the lead was dislodged. The patient was a twiddler. The lead was explanted and replaced.